Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. An internal and external inspection was performed and no issues were noted. No failure or malfunction or increased intraperitoneal volume (iipv) event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was reported by the care giver to be a myocardial infarction. The peritoneal dialysis registered nurse (pdrn) was unable to confirm the cause of death and reported that the cause of death was unknown. The patient had been found unresponsive at their nursing home and was brought to the hospital. The patient later passed away in the emergency room the same day. Peritoneal dialysis therapy was ongoing until the time of death however, the patient was not performing therapy with the homechoice device when they were found unresponsive. An autopsy was not performed. No additional information is available.